Manufacturer narrative:
It was reported that while they physician tried to advance the coil, the proximal segment of the pushwire broke. There was no friction or difficulty. A continuous flush had been administered. The devices were prepared according to the instructions for use (IFU). As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The axium prime coil was returned within an introducer sheath without the unknown microcatheter as part of this investigation. Analysis found based on the device analysis and reported information, the customer¿s report of ¿pusher kink/broke¿ was confirmed. The axium prime pusher was found bent and broken near the proximal end. No damages or irregularities were found with the introducer sheath. The axium prime pusher was found to be bent at the positive load indicator and found broken proximal to the break indicator with the two segments retained by the release wire. The axium prime implant coil was found already detached within the introducer sheath. The new detached condition of the coil made the event reportable. No damages or irregularities were found with the implant coil. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible causes are damage during preparation or advancing the device against resistance. Customer reported no friction was encountered, continuous flush was performed, and devices were hydrated as per instruction per use. As the unknown micro catheter used in the event was not returned, any contribution of the micro catheter towards the pusher damage/break could not be determined. As the model and lot numbers were not identified, compatibility could not be assessed. The implant coil was found already detached. The pusher was broken, and the release wire was retracted, causing the implant coil to detach as intended by the detachment elements. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while they physician tried to advance the coil, the proximal segment of the pushwire broke. There was no friction or difficulty. A continuous flush had been administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a ruptured, saccular aneurysm located in the internal carotid artery. The max diameter was 5 mm. The neck diameter was 2.5 mm. The patient¿s blood flow was normal, and the vessel tortuosity was moderate.